Manufacturer narrative:
Device not returned.

Event description:
It was reported that the luer lock between the cartridge and infusion set was leaking insulin. Customer changed cartridge and infusion set to resolve the issue. Customer's blood glucose (bg) was 437 mg/dl and a correction bolus was delivered to address bg.